Event description:
The provider states the seat upholstry is sagging in the middle and she is sitting on the crossbrace. He states she weighs about 300 but states the chair does have the double crossbraces (B)(4).